Event description:
Tried 8 strips out of canister last night and none of them would register with meter, it is not even coming on. Beneficiary already replaced battery in case battery issue and reviewed technique and seems she is following proper procedure. She states when opened new cannister last night, 1st strip did same thing but 2nd strip worked, meter came on and she was able to get reading. Dates of use: also happened in (B)(6) 2017.